Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure the patient experienced hypotony. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony; therefore, the condition of the product could not be verified. The information provided was not sufficiently specific to determine if the event was related to patient pre-condition, user handling, device failure, or a combination of these factors. As the micro-stent works by increasing aqueous outflow from the anterior chamber, ocular hypotension is a known complication associated with micro-stent implantation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root cause is that ocular hypotension is a known complication associated with micro-stent implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).